Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced cylinder extrusion adjacent to the glans during use of the device. The entire ipp was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.